Event description:
It was reported that when using the bd pyxis¿ medbank mini, drawer 6 cubie failed to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 cubie was not open. A field service engineer (fse) addressed a reported issue with drawer 6 not opening and found no faults initially in the legacy full-height drawer. Noticed a worn retractor band cable and replaced it, restoring functionality; however, it was later clarified that the actual issue was with drawer 4 due to drawer numbering confusion. Reopened the station, repaired drawer 4 by replacing the retractor band and position sensor and adjusted the magnetic strip. Verified functionality through testing, and upon follow-up, the customer successfully tested with medications loaded, confirming proper drawer operation and overall satisfaction. The system functioned as intended after the field service engineer repaired the device.